Event description:
It was reported that infusion that stops and the device that shows "insert cassette". There is unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The device alarmed "cassette locked but not latched. Unlock and reattach cassette," duplicating primary problem. The flex circuit sensor was exchanged, and the sensors were calibrated to correct primary problem.